Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire was returned for evaluation. Its coil wire was found elongated from the mid solder (originally located at 55mm from the wire tip) through to the tip. Its core wire was found fractured at approximately 52mm from the mid solder. Microscopic observation of the core fracture revealed that the core wire was significantly twisted proximal to the fracture end. Under the elongated coil wire, the inner coil wire was exposed. The proximal end of the inner coil wire showed a cut end that was made during manufacturing process, indicating the inner coil wire remained in one piece. The inner coil wire was removed to further observe the core wire. The exposed core wire was found fractured at approximately 3mm from the tip. As seen on the proximal fracture end, the core wire was significantly twisted by accumulated torsion. With the coil wire and the inner coil wire remained in one piece, measurement of the core wire suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was continuously applied on the guide wire while the wire tip was being trapped in the lesion. When the accumulated torsion exceeded the product's design limit, it made the core wire to become twisted and eventually wrenched off. Elongation of the coil wire was most likely associated with tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a severely tortuous, severely calcified occlusion in the dorsalis pedis. An asahi guide wire was delivered when it got stuck in the severely calcified and tortuous lesion. The guide wire was removed with difficulties. Upon removal, its coil wire was found elongated. A new guide wire was replaced to resume the procedure; however, it failed to cross and the physician determined to terminate the procedure. There were no adverse patient effects related to elongation of the guide wire.